Event description:
Patient wife reported that the needle button popped out today while the patient was still using the vgo device. Patient is applying the vgo device to his abdomen.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received with the needle release button in the unused position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed.